Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, surgical procedure was performed, during which a crack in the connecting tube of the left cylinder was noted. The existing device was removed and a new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the cylinder. The second cylinder and its kink resistant tubing (krt) were visually and microscopically inspected, and leak tested. The second cylinder passed all testing but a hole and a leak from fatigue were identified in its krt. The pump was visually and microscopically inspected, and leak tested. Visual examination revealed that the component had trimmed the krt; therefore, it was not returned for analysis. In addition, during functional inspection, the pump did not pass the valve de-activation test. No leaks were identified in the component. The reservoir was microscopically inspected, and leak tested. Upon visual evaluation, it was noted that it was wear at fold in the component shell, and the krt was trimmed down to the strain relief junction; therefore, it was not returned for analysis. Based on the information available and analysis results, the hole and the leak identified in the second cylinder krt, in addition to the pump not passing the functional test could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, surgical procedure was performed, during which a crack in the connecting tube of the left cylinder was noted. The existing device was removed and a new ipp was implanted. There were no patient complications reported.